Manufacturer narrative:
Manufacturing location: part 400.834, lot h853656: (B)(4). Manufacturing date: march 21, 2019. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was completed: the cranial-scr plusdrive ø1.6 self-drill l4 was returned and received. Upon visual inspection, the returned device was broken at the head/neck which supports the complainant¿s description of the complaint. The cross-slot feature was found to be visibly damaged amongst returned screws. The cross-slot feature may impact functionality with the mating screwdriver but does not directly affect material strength. Due to the severe cross slot damage, it appears there was an issue with the insertion of the screws. The thread tips are worn/damaged. No other signs of damage were observed with the returned device. No dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed, and no issues related to design and manufacturing were observed. The raw material was checked for material type and no raw material issues were identified. The complaint condition of broken was confirmed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The investigation found no evidence of a manufacturing defect or raw material issue. A root cause could not be determined during an investigation; however, it is possible the damage could be attributed to unintended forces applied to the device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported the screws broke during a procedure. Fragments were generated but easily removed with no additional intervention. The procedure was completed successfully with no delay. During the manufacturer investigation the cross-slot feature was found to be visibly damaged amongst returned screws. This report is for a cranial screw. This is report 10 of 10 for (B)(4).